Manufacturer narrative:
Continuation of d10: product ID 3889-33 lot# v017266 serial# implanted: (B)(6)2007explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(6), ubd: 19-dec-2010, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that a patient called to get MRI compatibility because they needed to have surgery on their neck and a neck fusion surgery. The stimulator battery was depleted due to normal battery usage, and all the leads were reported to be broken. The patient noted that they thought this happened in time. The patient mentioned that the breakage was identified during a test at the hospital within the last four years, but they did not know how they knew. The patient did not have a managing doctor and was provided with a list of local physicians familiar with the device.